Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-05656 and 2134265-2011-05657. (B)(4). It was reported that post a stenting treatment procedure, stent thrombosis occurred and the patient experienced a myocardial infarction. The study index procedure in (B)(6) 2010 treated the 80% stenosed and 18mm long target lesion was located in the proximal left circumflex artery with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilation and placement of a 2.75x20mm taxus liberte stent resulting in 0% residual stenosis. (B)(6) 2011: the patient presented with unstable angina. Coronary angiography revealed an 80% stenosed non-target lesion in the distal right coronary artery (rca) which was treated with balloon angioplasty using a 2.75x20mm quantum apex balloon. After multiple inflations the balloon ruptured. The lesion was then treated with placement of a 2.75x38mm ion stent. An area in the mid portion of the stent was refractory to full expansion. A cutting balloon was used for multiple inflations to expand the stent, resulting in 10% residual stenosis. The event was considered resolved with residual effects and the subject was discharged the same day on aspirin. Four days later, the patient experienced stent thrombosis in the mid rca and a non-st elevation myocardial infarction (mi). The physician states that "the non-st elevation mi is presumed secondary to stent thrombosis." The event was considered resolved without residual effects. The patient was discharged one day later on aspirin and clopidogrel.